Event description:
The event is reported as: "in this alleged issue, the cannula became unglued at the circuit connection." Unk if alleged defect occurred during pt use. No pt injury reported.

Manufacturer narrative:
No device sample is available for investigation. Investigation is incomplete at time of this report. A follow-up report will be sent when completion of investigation.